Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. The manufacturer received information that the patient allegedly has mild pulmonary fibrosis.

Manufacturer narrative:
Section h6 coding the type of investigation, investigation findings, and investigation conclusion were captured incorrectly in the previous report. It has been corrected and updated in this report.